Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. Investigation revealed the flex tip of the catheter had been fractured. Additionally, optical fibers 2-3 intermittently met specifications for optical properties when force was applied to the distal tip. The optical fibers not meeting specification for optical properties is consistent with a deformation of the tip assembly, the fractured flex tip, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
During a supraventricular tachycardia with atrioventricular nodal reentrant tachycardia procedure, the catheter fiber optics did not display contact force resulting in a delay. The tacisys and the fiber optics cable were exchanged, and the ampere generator was restarted, with no resolution. The catheter was exchanged, and the issue was resolved. There were no adverse patient health consequences.